Manufacturer narrative:
Conclusion: images were submitted to medtronic for review. Pre-implant computed tomography (CT) imaging was provided. No calcium was observed on aortic valve leaflets, therefore, this was a pure aortic insufficiency (ai) case, which is off-label. The annulus perimeter and perimeter derived diameter were 71.2 millimeter (mm)/22.7 mm, suggesting a 26 mm evolut. Annular angulation was 71°. Per instructions for use (IFU), transfemoral and subclavian access are not recommended with an aortic root angulation of >70°. Tortuosity and pinch/bends were observed in the descending thoracic aorta and abdominal aorta. Intra procedural angiogram images were provided for review. It was reported that the first valve was recaptured more than three times. Medtronic best practices state that three recaptures are allowed with the third recapture requiring removal from the body. In this case, multiple recaptures resulted in damage to the capsule of the delivery catheter system. A new valve was used for implantation resulting in a dislodged valve, which landed very deep in the left ventricle. A transcatheter aortic valve (tav) in tav was performed with a non-medtronic valve. The device history record for the valve was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve was received loaded within the capsule of the delivery catheter system (dcs) and was unable to be deployed as it was stuck within the distal end of the capsule separation. Therefore, no product analysis could be performed. A medical safety assessment was performed. Based on the available information, the valve dislodgement may have been caused by a comb ination of factors: lack of calcium on the native valve leaflets (ai with no aortic stenosis) and valve sizing choice (the image review indicated based on native valve measurements, the appropriate valve size was 26 mm, however, a 29 mm valve was used). Per the IFU, the evolutr is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis. The IFU also notes that the bioprosthesis size must be appropriate to fit the patient¿s anatomy. Proper sizing of the device is the responsibility of the physician. All reported adverse events and severities are documented within the risk files and IFU. No further action is required. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels, but a root cause could not be established from the information available. The patient's tortuous anatomy and horizontal aorta may have contributed to the dislodgement. Regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. A conclusive cause could not be determined from the limited information available, however, the patient had a history of insufficiency. Conduction disturbances, such as left bundle branch block (lbbb), are known potential adverse effects per the device IFU and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. However, with the limited information available, a conclusive cause of this conduction disturbance could not be determined. The dislodged valve was likely a contributing cause. In this case, lbbb recovered at the end of the procedure with no treatment. This event does not indicate device misuse or malfunction. Updated: h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the reported severe aortic regurgitation was a pre-existing patient condition. During the loading of the valve, no unusual resistance was felt and not misload was identified. The valve loader noted that, "I did have to go into overdrive more than normal to close the nosecone." Overdrive meant that the delivery catheter system (dcs) clicked 3-4 times, then was taken off overdrive and recaptured. During the implant of the valve, the valve dislodged into the left ventricle and left bundle branch block (lbbb) was observed. The number of recaptures were unknown but the reason for recapture was being too deep and too high after dislodging. Issues were noted during recapture, as the implanter had to "go into overdrive to capture the nosecone." It was reported that capsule damage was a kink. It was reported that the patient's tortuous anatomy and horizontal aorta contributed to the capsule issue. No procedural delay was noted as the new valve was loaded. No pre-implant balloon aortic valvuloplasty (bav) was performed as this was an aortic regurgitation case and not aortic stenosis. After the second valve was implanted, no aortic regurgitation was observed. Per the physician, the valve contributed to the mitral regurgitation. Lbbb recovered at the end of the procedure with no treatment. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5 - event description h6 - patient and device codes additional codes - imf code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: envpro-14, serial/lot #: (B)(6), ubd: 25-jul-2024, UDI#: (B)(4) product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was recaptured more than three times due to severe aortic regurgitation.  When recapturing the valve, the system was put into over-drive multiple times. Upon removal from the body, the capsule appeared damaged and was crimped on itself. It was attempted to remove the valve to inspect for thrombus and the capsule snapped. A new valve was loaded onto a new delivery catheter system (dcs). The patient had severe mitral regurgitation and worse aortic regurgitation so the implanter waited for 15 minutes before deploying the valve to see how stable it was. The valve remained in the same place upon deployment, however after the dcs was removed, the valve slowly dislodged into the left ventricle. A 23 mm non-medtronic valve was implanted using the transcatheter valve was an anchor. Trivial aortic regurgitation and mi tral regurgitation was noted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which confirmed that the first system was recaptured approximately four times. While using the second, replacement system, the valve was recaptured once and then was deployed. It was commented that the team did not know when the lbbb was first observed. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the subject delivery catheter system (dcs) was returned for analysis. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule, confirming the reported event. There was a kink to the middle shaft at the site of the capsule separation. There was a bend along the stability shaft due to the manner in which it was packaged for return. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. No further damage was noted on the dcs. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Issues were noted during recapture, as the implanter had to "go into overdrive to capture the nosecone." The device instructions for use (IFU) cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. Upon removal from the body, the capsule appeared damaged and was crimped on itself. It was attempted to remove the valve to inspect for thrombus and the capsule snapped. It was reported that the patient's tortuous anatomy and horizontal aorta contributed to the capsule issue. Capsule separation occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. In this case, the capsule was overdriven multiple times, and the valve was recaptured more than the recommended three times. Updated: h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 - method, results and conclusion codes for the concomitant device (envpro-14, serial/lot #: (B)(6)) h10 - product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with a valve loaded within the capsule. The handle appeared intact. The device was received with the capsule partially opened. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was observed to be jagged and uneven. There was a kink to the middle shaft at the site of the capsule separation. There was a bend along the stability shaft due to the manner in which it was packaged for return. The deployment knob appeared to retract and advance, but the capsule could not be retracted due to the separation. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact but was not fully functional due to the capsule separation. The device was returned with the end cap/screw gear snap fit connected. There was damage observed on the threading of the screw gear. Delamination was observed over the nitinol reinforcing frame along the distal end to the proximal end of the capsule. The valve as unable to be deployed as it was stuck within the distal end of the capsule separation. The reported event for positioning difficulties could not be confirmed in the analysis. The reported event for separation of components could be confirmed in the analysis. The reported event for kink could be confirmed in the analysis. Conclusion: the investigation is in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.